Event description:
Surgeon reported "band leaking from inflation bladder." Band was surgically replaced successfully. "Pt presented to (clinic) with loss restriction over time, surgeon placed 6mls in band on....to establish restriction, 13 days later, pt reviewed again. Physician questioned band, possible leak, barium swallow conducted and showed rapid transit of fluid passing through band stoma. More fluid added up to 7.5mls. Pt was asked to contact after a few days. Pt presented to clinic a week later with no restriction. Surgery date booked. Surgeon's comments were after removing band, it was tested in the operating suite, methylene blue was injected into the band, leak noted from the band cushion."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."